Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was not implanted because it exhibited an inappropriately low monitoring voltage indicating premature battery depletion.